Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 508 mg/dl at the time of incident. The customer¿s other blood glucose value was in the range of 600 mg/dl. The insulin pump was on auto mode at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that it loses connection with transmitter multiple times a day and then it refuses to accept my blood glucose and said blood glucose not received at least once a day. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.